Event description:
Event description guidant received information that this patient complained of feeling chest pain while supine. Additionally, the patient's family member suspected the device was not functioning properly; the device was suspected to occasionally stop working.